Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Treatment for the peritonitis event was not reported. On an unreported date, peritoneal dialysis therapy was stopped and the patient was started on hemodialysis. At the time of this report, hospitalization was reported to be ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): upon follow up, it was reported the patient passed away. It was not reported if the patient had remained hospitalized. The cause of death was due to unrelated medical condition and it was not reported if an autopsy was performed. Peritoneal dialysis therapy had been discontinued and the patient had switched to hemodialysis. It was not reported if the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.